Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test and slow-sweep test. Failure analysis found arm 2 was having difficulty moving causing fault error 23007 to occur, this pointed to arm 2 brakes were sticking. The brakes sticking caused the slow sweep test and drop weighted test to fail. Arm 2 and arm 1 brake will be replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) representative observed an error 23007 error message indicating patient side manipulator (psm) 2 needed to be replaced to correct the error. No patient involvement or adverse outcomes.